Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user completed a supply change but did not perform the fill tubing step, resulting in an infusion set deployment issue; troubleshooting and education were provided to have the user disconnect, fill the tubing, fill the cannula, and reconnect, with no alerts or alarms reported. Symptoms included no adverse clinical effects. Outcomes included resolution after guidance with no reported impact on therapy continuity. Investigation included user troubleshooting and education conducted by support. Investigation of this case revealed an infusion set handling error consistent with incomplete setup, which was corrected through proper priming and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device setup.